Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the position sensor for the half-height matrix drawer 2.2 had failed. A field service engineer confirmed that the sensor was functioning in hardware test application (hta) mode and proceeded to replace both the left and right position sensors. The drawer became responsive, and the pharmacy technician was able to recover the half-height matrix drawer 2.2. All cabling was checked and appeared to be in good working order. A power switch bracket had been previously applied to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed to open the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed to open the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.